Event description:
Unexpected pt death while device was in use reported: a pt expired unexpectedly while receiving intravenous pain management therapy. The pump was programmed to infuse morphine in the pca only mode of delivery at 2.0mg with a 6 minute lockout period. According to the customer contact, the pt was found "unresponsive and blue". After the code, the pt was transferred to the ICU. The pt remained on a ventilator for life support and her pupils remained fixed and dilated. The following day, the life support was discontinued per family request and the pt expired. According to the customer contact: after the event, the staff found (unspecified) medication in the pt's room that was not communicated to the staff at time of admission. It was presumed by the staff that the pt had been ingesting the medication in addition to the medication ordered by the physician. Though requested, this is all the info that was available.